Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-01031. It was reported the patient reported left leg numbness following the placement of 2 trial leads. The leads were removed. No additional information has been provided to the manufacturer.